Manufacturer narrative:
Initial reporter: occupation (distributer). The complaint products were not received for analysis. The user experience of revision for tibial loosening is not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The manufacturing lot information was not provided; therefore, no information regarding the manufacturing of the specific device lot can be gathered at this time. The loosening reported was likely the result of failure of the cement mantle between the implant and the bone, which led to aseptic (non-infected) loosening of the tibial component. However, this cannot be confirmed because the component was not returned for evaluation. The clinical risks that the patient has is that he is noted to be active which can cause early failure and he has biomechanical stressors by having bilateral knee arthroplasties this also indicates joint maladies. In a review of the labeling- it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment not diagnosis. No further information can be provided, surgeon has retired.

Event description:
It was reported from the (B)(6) that an active patient experienced a right knee revision. No additional information is provided

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to tibial loosening.